Event description:
The health care professional reported the patient had an MRI which caused their pump to dump the reservoir volume. The patient experienced a massive baclofen overdose, and was in a coma and in the ICU on a ventilator. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).